Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise and oversensing on the rate/sense channel of this endocardial lead, leading to inhibition of pacing for 3 seconds. There was no syncope. The patient was not even aware that he had a pacing pause. This patient recently experienced an ablation for atrial fibrillation. The oversensing has been noted at various times during the day and has not been able to be reproduced. Months later, this lead was explanted and replaced due to oversensing, leading to an inappropriate shock.